Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug and ventralex hernia patch on (B)(6) 2011 and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix pug (device #1). Per op notes, "a perfix pug (device #1) was placed and sutured." (B)(6) 2011 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #2). Per op notes, "a ventralex mesh (device #2) was placed and sutured." (B)(6) 2013 - patient was diagnosed with ventral incisional hernia (x2) thereby underwent open repair with the implant of ventralex mesh (device #3). Per op notes, "a ventralex mesh (device #3) was placed and sutured." (B)(6) 2015 - patient was diagnosed with ventral epigastric hernia, recurrent right subcostal incisional hernia and recurrent incisional ventral hernia at the umbilicus thereby underwent laparoscopic repair with the explant of ventralex mesh (device #2 & #3) and implant of ventralight st mesh (device #4). Per op notes, "adhesions were taken down. The mesh (device #2 & #3) appeared to be folded on itself were removed. A ventralight st mesh (device #4) was placed and sutured."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2010) is considered to be a best estimate. This supplemental emdr represents the bard/davol mesh ¿ ventralex (device #2). Additional emdrs were submitted to represent bard/davol perfix plug (device #1) and the bard/davol mesh ¿ ventralex (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ ventralex (device #2). Additional emdrs were submitted to represent two bard/davol perfix plugs (device #1) and (device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug and ventralex hernia patch on (B)(6) 2011 and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.